Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after completing their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The cycler remained at the patient's residence where treatment was re-attempted the following day. Upon follow up, it was confirmed by the peritoneal dialysis registered nurse (pdrn) that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and a valve actuation test. An internal visual inspection identified no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is not confirmed. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after completing their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The cycler remained at the patient's residence where treatment was re-attempted the following day. Upon follow up, it was confirmed by the peritoneal dialysis registered nurse (pdrn) that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.